Manufacturer narrative:
Information contained in this report was previously submitted through psr on 18/apr/2016. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade iii. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported a right side "saline implant deflation", "firm and looks abnormal due to capsular contracture," (baker grade iii). Additionally, healthcare professional reported a right side deflation. The device has been explanted.

Event description:
Patient reported a right side "saline implant deflation", "firm and looks abnormal due to capsular contracture," (baker grade iii). Additionally, healthcare professional reported a right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on patch. Leak test and microscopic analysis was performed which identified: striated punctured on patch and creases fold. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated punctured on patch overall assessed as surgical damage like consist in the use of some surgical tool.